Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 3.0 x 12 mm vision stent was implanted in the first marginal ramification of the cx artery, which closed the lateral ramification of this vessel because of its tortuosity. The patient started to experience chest pain. An attempt was made to pass a whisper guide wire through this closed lateral ramification, but it could not pass through the stent strut, even after stent post-dilatation. When the guide wire was removed, it was found to be kinked. A 3.0 x 15 mm vision stent was implanted in the second marginal ramification of the cx artery and a 2.25 x 15 mm minivision stent was implanted in the diagonal artery, neither of which caused any issues. Then, the first implanted stent (3.0 x 12 mm rx vision) was re-accessed with another company's guide wire and passed through the lateral ramification, but another company's balloon was unable to pass to treat the occlusion. No additional event or patient information is available.